Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced.

Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted device.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients ipg was causing pain at the ipg site. Surgical intervention may be taken at a later date to address the issue.